Event description:
Customer called and stated she heard a sizzling noise.

Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Upon further investigation, we found, cord cut/burned other location, pad bunched,bent/broken thermostat, thermostat discoloration, pad dirty or stained, also the pad appears to have been used in a roller bed. All leads were broken in half or bent. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.